Manufacturer narrative:
The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had a loose cable. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.